Event description:
Potential noise can be seen on this lead. Pacing impedance has trended up slightly in the last month since implant. Threshold test has been unable to run since implant. No adverse events reported. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025, lead explanted due to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.